Event description:
Neurosurgeon was attempting to place an aneurysm clip on a vessel when the clip applier did not release properly, resulting in a vessel tear and subsequent bleeding. A larger size aneurysm clip was then placed in the same clip applier and successfully placed on vessel.